Manufacturer narrative:
H.3 evaluation is pending, information will be provided in a follow up report.

Event description:
It was reported that: while the device was ventilating a patient, the user heard a popping sound and the ventilator shut off. An atypical burning smell was noted. The patient was transferred to another device. No patient injury.